Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not available to be returned to the manufacturer for evaluation. Procedural or medical imaging were requested and not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. If imaging is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported during a left atrial appendage embolization procedure, the coil was introduced into the microcatheter. However, fluoroscopic imaging revealed that no coil was attached to the distal end of the pusher wire. The patient was scanned, and the delivery sheath and procedural area were thoroughly inspected, but the representative forgot to inspect the coil hoop to see if the coil was lodged in the hoop. The coil could not be located. The pusher wire was subsequently discarded. Additional coils were used and deployed successfully without further issue, completing the procedure. There was no patient injury reported.